Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons and the backlight button were unresponsive. The patient denied any recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly kept the pump in a protective case attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok, up arrow and down arrow buttons were unresponsive. The contrast button was normally responsive. The keypad cover was removed for investigation and did not reveal any evidence of contamination, damaged or misaligned contacts. The pump did have moisture damage.